Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump was noisy, suggesting the possibility of failure of the pump head bearings. The roller pump continued to function with respect to pumping fluid through the extracorporeal circuit. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.